Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a flow rate of 0.0lpm. The nurse checked the lines and connections. She then ran diagnostics and connected the pads one by one. While in manual mode the flow rate showed 2.1lpm; however, when she put the device back into automatic mode the flow rate dropped to 0.0lpm. It was suggested that she swap out the device for a second arctic sun device. The only other device available was missing the necessary cables and was empty. The nurse tried swapping out the pads for a new set of pads and this did not correct the issue. The biomed then filled the other device and used the fluid delivery line and temperature cable from the first arctic sun device. The patient was then swapped to the second arctic sun device, and therapy was completed without further issues.

Manufacturer narrative:
Received 1 used set of arcticgel pads. The reported event was confirmed as cause unknown. During the visual evaluation, the pads were reviewed and were found to have the trim pattern correctly performed, the left thigh pad was found that the plastic tube was disconnected from the manifold, the plastic tubes on the rest of the pads were found completely assembled covering the total of clamping rings on the plastic connector and manifold connector, the foams were found free of damages, tears or perforations, the seal between manifold connector and pads were found completely sealed, the connectors were verified to be correctly assembled with tube (the shortest tube were found that made match the positive mark (+) and the white plastic connector strip. The longest tube were found that made match the negative mark (-) and the blue plastic connector strip.) The pads were visually inspected for damage; the left thigh pad energy connector was found damaged (cracked), and it was noted that there was evidence of the sealing present on all of the pads. No manufacturing issues related were noted during the visual evaluation of the pads returned. Per the functional evaluation, the pads were submitted to the flow rate test with the arctic sun machine model 2000. The pads were connected to the arctic sun machine model 2000 during 10 minutes, see details below: left chest pad: a total 3.53 l/min m2 of flow rate were registered during the test. Left thigh pad: the flow rate was not stabilized due to the energy connector was found damaged (cracked). Right chest pad: a total of 3.90 l/min m2 of flow rate were registered during the test. Right thigh pad: a total of 4.77 l/min m2 of flow rate were registered during the test. According to the test method, the flow rates were found to be unacceptable for the left thigh pad, the flow rate was not stabilized due to the energy connector was found damaged (cracked). The other pads flow rates were found acceptable. The flow rate for this product must be above 2.4 l/min m2. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: attach the pads line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit. (B)(4). Corrections = manufacturer name, city and state, MFR site.

Event description:
It was reported that there was a flow rate of 0.0lpm. The nurse checked the lines and connections. She then ran diagnostics and connected the pads one by one. While in manual mode the flow rate showed 2.1lpm; however, when she put the device back into automatic mode the flow rate dropped to 0.0lpm. It was suggested that she swap out the device for a second arctic sun device. The only other device available was missing the necessary cables and was empty. The nurse tried swapping out the pads for a new set of pads and this did not correct the issue. The biomed then filled the other device and used the fluid delivery line and temperature cable from the first arctic sun device. The patient was then swapped to the second arctic sun device, and therapy was completed without further issues.